Event description:
On 27aug2024, a patient¿s (pt) family member reported that a pt ¿started getting eye infections¿ while wearing the acuvue® oasys® brand contact lenses (cls). The lenses ¿seemed very irritating¿ and the pt has been disposing of the lenses after ¿a very short time of wearing.¿ on 27aug2024, the pt¿s family member provided additional information. The lenses were purchased in feb2024 and within ¿a couple of months,¿ the left eye (os) was red and swollen shut. The pt saw an eye care provider (ecp) who diagnosed the pt with an ¿eye infection¿ and prescribed medication (name and frequency were unknown). On 27aug2024, a call was placed to the pt¿s treating ecp office. A representative advised the pt was diagnosed on (B)(6) 2024 with a marginal corneal ulcer os and punctate keratitis os; os va: 20/25. The pt was prescribed tobradex, no dosage was noted in the pt¿s medical record. The pt was instructed not to wear cls until further notice. On (B)(6) 2024, the pt returned for a follow-up visit, wearing lenses into the office, and reported the pt was ¿too busy to use the medication as instructed.¿ the pt also advised ¿it was feeling back to normal.¿ on exam, there was mild limbal inflammation and superficial punctate keratitis remains. The pt was instructed to taper medication to twice daily (bid) and ¿not wear lenses for another week.¿ the pt did not have another visit. No additional medical information was received. No additional information is expected. The date of event is being reported as 01may2024 as the exact date of the event is unknown. The os marginal corneal ulcer event will be submitted as a worst-case as the location and size of the ulcer is unknown and the initial tobradex dosing was not noted in the pt¿s medical record. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b011tfp was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.